Event description:
The customer contact reported a leak. On an unspecified date, it was reported that the vial was filled with an unspecified concentration of hydromorphone and was loaded into an unspecified pt controlled analgesia (pca) pump. No specific pump programming was provided. After an unspecified length of time, the customer contact reported that solution leaked from an unspecified location on the injector in the vial. The vial was replaced and therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.